Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) was explanted due to the elective replacement indicator (eri). This event was created due to laboratory analysis. No adverse patient effects have been reported.